Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready screen (pooled) test wells on the galileo neo instrument with a donor sample previously known to contain an anti-c.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Results interpreted as negative visually appeared negative as expected. The customer was asked to repeat testing with a different lot of indicator cells and plates. Testing was also performed on a different neo instrument. All results were negative. Products and instrument are operating as expected; unable to rule out sample-related issue. The following information from the package insert was also reviewed with the customer: "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of non-pooled single donors."